Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro peripheral IV catheter leaked blood from the port. The following information was provided by the initial reporter: "it's the same problem as earlier complaints from the same customer. Fluid was administered via the port. High pressure. Blood leaking from the port."

Manufacturer narrative:
Investigation summary: since no samples (including photos) were returned for the reported issue of ¿fluid was administered via the port. High pressure. Blood leaking from the port. No samples or lot number available¿, with reported lot # unknown regarding item # 393209, the complaint could not be confirmed, and the root cause is undetermined. The lot number is unknown and therefore the DHR could not be reviewed. Bd bawal has received no return samples or photographs or lot number from the customer. The investigating team could not use retention samples of lot as the lot no is unknown. The retention samples of unknown lot number is 393209 were also used for investigation. As is this the fourth complaint on catalog number 393209 based on the previous complaint history and investigation it was found that the upper port of two retention samples of previous complaint lot numbers was investigated under the smartscope. The smartscope did not show any defect is the valves of the retention samples. The upper port cap of the previous complaint lot number retention samples was viewed under 39x smartscope after high pressure of fluid was passed through the IV line. This revealed that there is a valve burst that could probably be caused due to a strong pressure of fluid that was passed through the valve. Strong pressure of fluid could possibly have happened due to infusion pump. Bd bawal has also reached out to the research and development and design team to further investigate. Bd bawal has taken further action and done a situational analysis on all the venflon pro leakage defects complaints to prevent this from recurring in the ivc manufactured in bawal. We have also opened a CAPA on this complaint. The CAPA number 2807642 and sa number is mds-21-4111.

Event description:
It was reported that the bd venflon¿ pro peripheral IV catheter leaked blood from the port. The following information was provided by the initial reporter: "it's the same problem as earlier complaints from the same customer. Fluid was administered via the port. High pressure. Blood leaking from the port."